Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer boots to a system error and the hard drive health was less than 100%. As a result the hard drive was replaced and reimaged. It was also noted that the left keyboard hinge was broken, the system fan was noisy and the tip of the stylus pen was loose.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer displayed an error message and did not reboot further. Upon powering on, it continued to remain in that state. The programmer was returned for repair. No patient complications have been reported as a result of this event.